Event description:
Information was received from a patient regarding an implantable neurostimulator (INS). The reason for the call was the patient stated they have had the spinal cord stimulation off for quite some time, probably like a year. Patient said they quit the job that they were doing that was physical and they feel like they don't need the stimulator anymore. Patient was planning on calling their pain management to try to get it taken out. Patient then said right now they started noticing a little bit of tingling sensation at the battery site and it has been off for a long time. Agent asked when this all started and patient said probably like 2-3 days ago. Patient mentioned they had a CT scan probably 2 weeks ago on their shoulder. Patient did not feel anything during the CT. Patient also mentioned they haven't even turned the device on in like a year because they feel like they don't need it anymore. In the last couple days patient started feeling the tingle sensation and it was just enough to catch their attention. Patient confirmed they did not have any falls or trauma. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.